Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective buffer valve and reference electrode. The fse replaced the buffer valve and reference electrode to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of "!" Flag with ise (ion selective electrolyte) patient results on their au480 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.